Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at 3.2 mg/day) via an implantable pump for non-malignant pain. It was reported that the pump was initially interrogated  a motor stall recovery was not seen. The caller reinterrogate the pump and checked logs and confirmed that a recovery was logged around the same time they interrogated the pump today.